Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "fluid on the cheek bones," edema, tender, hard, redness, "flaming red" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Patient reported that "every 4 to 6 weeks" after injection in the cheeks with one syringe of juvederm voluma xc, they developed fluid on the cheek bones," and redness. Patient self treated with ice to the affected area. Healthcare professional confirmed that the patient is presenting with edema at the injection site that "comes and goes." Patient provided additional information, stating that about 4 months after injection, there was another flare up that occurred on the left side of their eye. Patient stated that "the symptoms usually occur on the right eye" and that "the left side is very tender to the touch." Patient also noted that "when I opened my eyes I felt as something was obstructing my vision, and it feels hard." There is redness on the crease of the eye with fluid in it and it started." Patient added that "it looked like a gigantic bee sting," and the "entire right cheek area looked flaming red". Patient was prescribed augmentin by a "local internist." Patient stated that the injecting healthcare professional has never seen the patient showing symptoms and when the healthcare professional examines their face it "looks normal." Patient also reported that the healthcare professional said they may be allergic to the filler.